Event description:
Reportedly, the hearing performance with the device is affected. The child had to wear the device continuously for 24 hours during a travel. After this, the user had some discomfort. Therefore the parents switched the device off for a few days. There are no known recent traumas or accidents. There was no redness or swelling over the implant site. The user was re-implanted in (B)(6) 2020.